Manufacturer narrative:
The tech isolated the issue to a failed head panel gas spring. The tech replaced the left and right head panel gas springs to resolve the issue.

Event description:
The tech alleged that the stretcher head will not raise or lower. No alleged injuries by account.